Manufacturer narrative:
At the time of this report, the sample was not returned for evaluation. The results of the investigation are not available at the time of this report.

Event description:
The event is reported as: the band is breaking in surgery. The surgery is a neuro case and the surgeon alleges they almost had fragments landing in the brain.